Event description:
A medtronic representative reported that, while in a spine procedure, the tube and detector lights on the o-arm 1000 imaging system were not coming on. The imaging system was moved around the patient, the door was closed, however, the pendant still showed door open. In troubleshooting, the door was re-opened and closed holding down the close button and the system was re-booted, this did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system or the imaging system. A c-arm was brought in to continue. Delay was 30 minutes. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported that at the time of the reported event, an incision had been made and the spine reference frame was on the patient. When taking the first navigated spin was when it was noted the door was not recognizing it was closed. RMA issued. Replacement door switch cable assembly shipped to site. Suspect part not returned to manufacturer for analysis. A medtronic representative performed an imaging system check-out. Mechanical testing found that the door would close, but the tube and detector lights would not turn on. Repositioned 2 door switches to make better contact. Issue resolved.

Manufacturer narrative:
The door switch cable assembly was returned to the manufacturer unused and fully functional. As previously reported, the medtronic representative repaired the imaging system at the site without the need for replacement parts.